Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to place a second lead using the same stick as the first lead. The patient's anatomy in the pocket was extremely tight, and the physician had to push the lead hard in order to pass the lead through the vessel. The physician was concerned that the helix mechanism had been damaged, and subsequently, the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.